Event description:
It was reported that the rover battery is dead causing it to work intermittently. This resulted in a delay of 30 minutes while a backup unit was retrieved. There was no patient or user injury and no adverse consequences associated with this event.

Manufacturer narrative:
The manufacturer field service technician found that the battery assembly was dead and would not take a charge. The technician replaced the battery assembly and returned the unit to service.